Event description:
It was reported that the patient passed away at home. Log files were sent for review. The event log file was normal until (B)(6) 2025 at 1:36:11 when the flow dropped to 1.9 lpm. The flow gradually decreased until 6:17:55 when it reaches 0.0 lpm. At 6:45:34 the driveline was disconnected and the pump stopped. The periodic log file was set to capture data at a 24 hour interval with a data capture time at 7:37. The periodic log did not contain data from (B)(6) 2025. The pump was operating as expected in this set of log files.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file contained relevant data from the reported event date of 16nov2025. Events that appear consistent with the reported patient death and the termination of lvas support were captured. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.